Event description:
It was reported taht in 2004, the pt hit their head against the edge of table. The blow was so severe that their head was very swollen. Testing showed that the implant was still functioning. Since then, the pt was involved in another accident with a blow to the implant region. The family member of the pt noticed that the pt is no longer responding to sound with their implant. Testing confirmed that the implant is no longer functioning.